Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting information regarding extended treatment times. During the call, he stated that he had peritonitis all during (B)(6) 2015. Upon follow up with the patient's pd nurse, she confirmed that the patient did have touch contamination peritonitis on (B)(6) 2015. The patient was treated with antibiotics and is in stable condition continuing with the ccpd program without issues. The following is from the patient's medical records provided by the treatment facility. The patient presented at the emergency department on 01/03/2015 with abdominal pain and a fever of 101. The patient had been feeling weak and developed abdominal pain on (B)(6) 2015 and was instructed by the peritoneal dialysis clinic to initiate antibiotics. The patient was unable to tolerate the pain and went to the emergency room where he was admitted with a diagnosis of peritonitis.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed the patient's medical records and the clinical investigation reveals the following: based on the 180 pages of medical records and information obtained from verbal reports, this (B)(6) male patient experienced an episode of peritonitis on (B)(6) 2015. The peritoneal dialysis registered nurse confirmed that the patient had touch contamination. There is no documentation in the medical record that shows a casual relationship between the liberty cycler and the patient's diagnosis of peritonitis. A supplemental report will be submitted upon the completion of the manufacturer's device investigation.